Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on a patient sample on the immulite 2000 xpi instrument. The initial, discordant result was reported to the physician(s), who questioned the result. The laboratory tested a new sample from the same patient, and reported the result to the physician(s), who also questioned this result. The laboratory later repeated the initial sample at a 1:1000 dilution and a 1:400 dilution, which gave the correct results. The laboratory averaged these two results and reported it to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
A siemens global product support specialist evaluated the instrument data. After evaluating the instrument data, the cause of the discordant hcg results is unknown. The instrument is performing within specifications. No further evaluation of this device is required.